Event description:
Additional information received noting that high lead impedance was never seen for this patient in clinic and the pre-op impedances were within normal limits. Also the patient has been seen in clinic since getting their new generator implanted and no impedance issues have been seen. Internal data from the m106 and m1000 generators were provided and reviewed and there were no impedance issues found in the data.

Event description:
The patient underwent a battery replacement due to battery depletion and the explanted generator was returned and underwent product analysis. An interrogation, a system diagnostic test, an output waveform measurement, a vbat calculation (shows an ifi=no condition), and a battery life calculation were performed. No anomalies were seen, and the device performed according to functional specifications. There were no performance, or any other type of adverse conditions found with the pulse generator. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.